Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2018 the surgeon found a vicm5_12.6, -07.50 diopter, intraocular lens damage during lens setting, while removing from vial. The replacement lens (same model and diopter) was implanted and it was reported that the problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned dry in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found no visible damage to lens and residue on the lens. (B)(4).